Event description:
On (B)(6) 2012 the patient reported that the up arrow button was slow to respond. The patient said that the button needed to be pressed 3 or 4 times before response was achieved. It was said that the issue began a few weeks ago, there was no visible damage to the keypad, the pump was worn attached to a waist belt, and no cleansers were used on the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the responsiveness issue was not resolved during the phone call.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.